Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. The device is returned and an evaluation completed for it. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at inspection of high frequency output and appearance. Upon inspection of the device, the tissue pad in the grasping section was worn and a part of the tissue pad was torn and peeled away. The metal part of the grasping section was exposed. There was a mark in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. There was a mark in the probe which came in contact to the non-insulated area of grasping section and was abraded against it. The coating of the probe was partially peeling. The device passed the probe check that was performed. The exact cause of the issue cannot be exclusively identified. However based on device evaluation and the past investigation results, it is likely the no output and the peeling of the tissue pad occurred in the following manner: the wearing and partially peeling of the tissue pad could have happened because seal and cut output was activated while grasping nothing with the grasping section and the probe tip, or kept activating the output after a transection of tissue. The tissue pad was worn away, causing the non-insulated area of the grasping section to touch the probe. The seal and cut output was activated with the non-insulated area of the grasping section touching the probe. This caused the error and the contact marks on the non-insulated area of the grasping section and the probe. The error cannot be cleared and it cannot be output. It has been confirmed that the probe coating peels off if the device was handled as below. However, it cannot be conclusively determined if such handling actually caused the reported phenomenon. The device is activated in seal and cut mode for a long duration while no tissue is grasped by the grasping section and the distal end of the probe. Activation in seal and cut mode continues after completion of a tissue cutting is also included in such activation. The instructions for use includes the following statements that warn against the issue: do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation for the issue of the device not being able to be activated during an unknown procedure. A new similar device had to be opened to complete the procedure successfully. There is no reported harm or adverse impact to the patient. Upon evaluation of the returned device, it was observed that the tissue pad in the grasping section was worn and a part of the tissue pad was torn and peeled away. The metal part of the grasping section was exposed. This medwatch is being submitted for the reportable issue of the peeled tissue pad exposing metal that was observed during device evaluation.

Manufacturer narrative:
Please see update in h6 ¿ type of investigation.